Event description:
(B)(4). I have had constant migraines, body aches, abdominal pain, unexplained rash, consistent mood swings, massive pain for days after having sex with husband, always ready to go back to bed as soon as I woke up.